Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient only responded to single channel stimulation on channel 4. Map with high stimulation levels did not produce any response at all. The parents do not recall any impact to the head in the last month. Recipient sometimes moves during sleep and parents said he might have hit his head then against the hard edges of the bed, but they never saw any bruising or heard any complaints about pain. There has been no change in health. Reimplantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The recipient only responded to single channel stimulation on channel 4. Map with high stimulation levels did not produce any response at all. The parents do not recall any impact to the head in the last month. Recipient sometimes moves during sleep and parents said he might have hit his head then against the hard edges of the bed, but they never saw any bruising or heard any complaints about pain. There has been no change in health. The recipient was re-implanted.